Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient with a history of ventricular fibrillation (vf) and was on impella cp support. Bleeding from the mediastinum occurred possibly due to cardiopulmonary resuscitation, and thoracotomy was performed to stop bleeding. Hemodynamics remained unstable thereafter and vf recurred. As a result, the patient's life was difficult to save and he died. The patient's cause of death was fatal arrhythmia.